Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error should be considered as patient continues to use pump against animas advise.

Event description:
On (B)(6) 2014, animas contacted the reporter who stated he was in the hospital for diabetic ketoacidosis (dka) but was unwilling to discuss the issue and then disconnected the call. Reporter had been advised during an animas contact on (B)(6) 2014 to discontinue pump use and go to alternate method of insulin delivery as recommended by health care provider ( hcp). Animas contacted the reporter again on (B)(6) 2014. Reporter states he had been hospitalized twice recently for dka, with blood glucose (bg) of 560 mg/dl, nausea, chest tightness and ketones. Patient confirms that he had been using the pump against animas advise prior to the hospitalization and continues to use the pump. Patient states he has an alternate delivery method available, but will not employ it, as he chooses to stay on the pump. Patient reports that due to power loss from winter storms, he had to disconnect from the pump and feels the hospitalizations are related to the pump. This complaint is being reported due to the pump malfunction and because, despite animas advising the several times to discontinue using the pump, the patient continued pump use and experienced hyperglycemia.